Event description:
The customer reported the ventilator would not work on backup battery power during operation. During evaluation of the unit, the manufacturer's service technician verified the ventilator would not operate on backup battery power upon removal of ac power. Review of the device diagnostic code log indicated a 24/12 volt power failure occurence during operation, as well as several occurrences of 'backup battery not connected'. The service technician reported upon power on via ac power the ventilator displayed a message 'backup battery not connected', indicating the backup battery was not detected during power on self test due to a low capacity for use. Per the diagnostic log history, the user continued to operate the ventilator with the known capacity of the backup battery. The service technician replaced the power supply and backup battery to correct the findings. Extended self testing and performance verification testing was completed and tests passed to operating specifications. Per the esprit operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsilenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.